Manufacturer narrative:
The local area field representative was contacted for additional information regarding troublshooting/resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead had a history of oversensed noise on the shock channel, farfield oversensing of ventricular signals on the atrial channel, and low r-wave amplitudes. Technical services (ts) discussed troubleshooting/programming options and possible causes, and the reported observations were likely attributed to rv lead position. Additional information received seven years later reported that this rv lead exhibited intermittent crosstalk oversensing of atrial signals on the ventricular channel, and chest x-rays indicated this rv lead was very near to the right atrial (ra) lead. It was noted that the patient underwent a recent device changeout within the last month, and the chronic rv lead was now connected to this new ICD. Technical services (ts) discussed troubleshooting options and limited programming considerations, noting that defibrillation threshold (dft) testing was recommended following sensing programming changes. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) defibrillation lead had a history of oversensed noise on the shock channel, farfield oversensing of ventricular signals on the atrial channel, and low r-wave amplitudes. Technical services (ts) discussed troubleshooting/programming options and possible causes, and the reported observations were likely attributed to rv lead position. Additional information received seven years later reported that this rv lead exhibited intermittent crosstalk oversensing of atrial signals on the ventricular channel, and chest x-rays indicated this rv lead was very near to the right atrial (ra) lead. It was noted that the patient underwent a recent device changeout within the last month, and the chronic rv lead was now connected to this new ICD. Technical services (ts) discussed troubleshooting options and limited programming considerations, noting that defibrillation threshold (dft) testing was recommended following sensing programming changes. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that the patient implanted with this implantable cardioverter defibrillator (ICD) system was not dependent and required minimal right ventricular (rv) lead pacing. There was no evidence of pacing inhibition. Defibrillation threshold (dft) testing was not performed and no changes were made to sensitivity, because the nurse practitioner planned to speak with the physician. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding troublshooting/resolution. If information is provided in the future, a supplemental report will be issued. If pertinent information is provided in the future, a supplemental report will be submitted.